Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-nov-28, information was received from a foreign manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for an unknown indication for use. On (B)(6) 2016, the patient experienced return of symptoms following a pump replacement. The healthcare professional (hcp) decided to revise the pump. During the revision on (B)(6) 2016, the hcp suspected that biological material had entered inside the catheter during the initial pump replacement. The hcp replaced the pump segment (partial explant) of the catheter and the patient felt fine. The issue was resolved at the time of this report.

Manufacturer narrative:
Analysis identified coring-tears-cuts in the seal of the sutureless connector (sc). Analysis identified a leak from the sc connector. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received. The reason for the initial surgical intervention was the pump replacement. The model and/or lot number of the catheter was not available; it was known that it was an sc catheter. The therapy was now effective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.